Manufacturer narrative:
At this time, product has not yet been returned. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 2011, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press or strip insertion. The customer experienced symptoms of dizziness, anxiety, and lost consciousness. The customer was seen by a healthcare professional who administered unspecified oral medication for hyperglycemia and applied a cold compress to normalize body temperature. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press or strip insertion. The customer experienced symptoms of dizziness, anxiety, and lost consciousness. The customer was seen by a healthcare professional who administered unspecified oral medication for hyperglycemia and applied a cold compress to normalize body temperature. There was no report of death or permanent injury associated with this event.